Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The manufacturer (iawa) was requested to conduct a detailed investigation with the description. They investigated the DHR (device history record) and retained samples, but no abnormality was found.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was punctured. The tube was tested before being placed in the patient, and upon discovering that it was punctured, it was replaced with another one. There was no patient involvement.